Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately three years eight months twenty-five days post a port placement via left subclavian vein, the device was found ruptured when an attempt was made to remove it. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter in two segments was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A split was observed to the distal end of the attached catheter. A complete compound break was observed to the distal end of the attached catheter. The edges of the split, complete compound break on the distal end and proximal end of the attached catheter were noted to be uneven and be granular in both regions. Therefore, the investigation is confirmed for the reported fracture. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (component, method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately three years, eight months and twenty five days post a port placement via left subclavian vein, the device was found ruptured when an attempt was made to remove it. The procedure was completed using another device. The current status of the patient was unknown.